Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through analysis of the available autologs report which revealed a gradual decrease in power consumption and estimated flow starting on (B)(6) 2021 and ninety-seven (97) low flow alarms logged since (B)(6) 2021. Information received from the site indicated that, in addition to the low flows, the outflow graft obstruction was suspected. A chest computerized tomography (CT) scan revealed occlusion of the outflow graft, however, no medical treatment was performed. Of note, it was reported that the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was 2.2. Later, ventricular assist device (vad) and outflow graft were explanted. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to occlusion of the outflow graft, thrombus at the inflow cannula/outflow graft, and poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through analysis of the available autologs report which revealed a gradual decrease in power consumption and estimated flow starting on (B)(6) 2021 and ninety-seven (97) low flow alarms logged since (B)(6)2021. Information received from the site indicated that, in addition to the low flows, the outflow graft obstruction was suspected. A chest computerized tomography (CT) scan revealed occlusion of the outflow graft, however, no medical treatment was performed. Of note, it was reported that the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was 2.2. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to occlusion of the outflow graft, thrombus at the inflow cannula/outflow graft, and poor vad filling. Per the instructions for use, device thro mbus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft h3: yes h6: img code(s): g04019 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction of aware date from (B)(6) 2021 to (B)(6) 2021 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad and ofg was explanted. The device status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description , the explant date and the annex f code has been updated. Additional products: d4: lot#:17028683-0584 h6: imf code(s): f1903 investigation of this event is pending and a supplemental report will be sent upon its completion. The device status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2022 / lot #: 17028683-0584 UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-oct-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting low flows associated with an outflow graft (ofg) obstruction, occlusion or thrombus and low flow alarms. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy and their international normalized ratio (inr) was 2.2. A chest computerized tomography (CT) scan was performed and showed an ofg occlusion. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.